Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, based on the data log that was received on (B)(4) 2014, the complaint of intermittent out of range was confirmed. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.